Event description:
Baxter (B)(6) received a report that there was leakage from the connection between the titanium adapter of the set and the titanium adapter. The patient felt the leakage for 3 days, and it got worse and worse. The set had been changed. There was no patient injury or medical intervention. The actual sample is available for evaluation. The set had been used for about 7 months.

Manufacturer narrative:
(B)(4). When the evaluation results become available, a follow up report will be submitted.